Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited undersensing of premature ventricular contractions (pvc) causing false brady episodes. The device remains in use. No patient complications have been reported as a result of this event.